Event description:
A customer reported high bgs (< 250 mg/dl) and stated the "cannula was bent looking." At 3:19 pm he had a bg of 238 mg/dl, ate 50 grams of carbohydrates and administered 5 units of insulin. At 5:03 pm his bg was 258 mg/dl so he bolused 1.05 units. Sometime after that, he reported "high" bgs (< 500 mg/dl). No product was returned for evaluation.

Manufacturer narrative:
Since no product was returned for evaluation we are unable to determine any malfunction or defect that may have caused or contributed to the customer's high bg levels. A bent cannula would likely restrict insulin flow and may lead to hyperglycemia. However, because no evaluation was performed this conclusion cannot be drawn. The omnipod's user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears differently allows the user to act quickly and appropriately to prevent bg levels from rising. Product lot qualifications were not reviewed as no lot numbers was provided.